Manufacturer narrative:
Reported issue is human error and not a device malfunction. During a pm the gas tubings need to be disconnected/removed from the qdm to access the device to replace the internal o2 cell. After o2 cell replacement a gas calibration is performed. Gas tubing from the blender to the qdm and qdm to exhaust module is required. It is suspected that the tubing wasn't pushed on completely, came off post gas calibration or was forgotten to be reconnected.

Event description:
User reported that they noticed dark arterial blood and low svo2 on initial of bypass whilst manual gas blender 02 sweep was set at 2l and fio2 set at 100%. The patient was weaned off bypass to allow for reoxygenation via the ventilator and to have time to trouble shoot the gas issue. On inspection, the user reported that they noticed that the gas supply from manual gas blender to qdm was not complete on the qdm. The gas circuit was reconnected, and bypass was re-initiated without further issues.